Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal two tampons fell apart leaving pieces inside. She manually removed tampon pieces and went to her obgyn where additional tampon pieces were removed. She has not experienced any unusual symptoms.